Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was set to am instead of pm. Customer entered the incorrect time by mistake. Customer updated am to pm to address the issue. There was no impact to the customer's blood glucose level. In addition, it was reported that the usb cable no longer charges the pump. Customer was able to charge the pump with an alternate cable.